Event description:
Home patient (hp) reported a system error alarm 2240 during automated peritoneal dialysis treatment. Hp reports that the pt's pet dog chewed a hole in the pt line tubing causing a leak. Hp discontinued treatment at time of the 2240 alarm. Rn reports that there was neither injury reported nor medical intervention performed.